Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got code 1703 and 1098 on the patient application/programmer. The caller asked what was the meaning of the codes. The caller was not with the patient. The agent reviewed the out of range message information. The caller will follow-up with the the manufacturer representative provided additional information on april 27 indicating that the out-of-range codes were related to a high-impedance open. An ipg replacement was performed, but the open high impedance remained, and the physician reprogrammed the system to avoid the affected contact. The issue has been addressed through reprogramming, and the information was confirmed by the physician.